Event description:
The customer reported the au480 clinical chemistry analyzer intermittently generated false low sodium (na), chloride (cl), and potassium (k) results for five (5) patients. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed bubbles in reference line, leaking buffer valve, bent ion selective electrode (ise) mixer paddle, and ise mix motor malfunction. The fse determined multiple hardware malfunctioned. The fse replaced buffer valve assembly, reference valve, ise mix motor, and ise mixing bar to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided . Beckman coulter internal identifier is (B)(4).